Event description:
It was reported the patient have fallen on several occasions. Afterwards, the patient stopped receiving adequate coverage. Fluoroscopy results revealed the patient's lead is slightly disconnected from the ipg. The patient may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.